Event description:
It was reported that during a rotational atherectomy procedure, a guide wire fracture occurred. The lesion was located in the left anterior descending (lad) artery. The rotawire was placed in a small branch in the distal lad. When removing the 1.5mm burr from the patient after ablation, the distal portion of the rotawire fractured and remained in the small branch. The fractured portion of the wire was unable to be retrieved. No further patient injuries or complications were reported. The patient status is reported as "fine." Further information was requested, but was not available.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be retuned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.